Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal surgery at unknown level using rhbmp-2/acs with rods and screws from bremer on (B)(6) 2011. The patient underwent a revision surgery to replace instrumentation and extend the construct using rhbmp-2/acs with rods and screws from that same manufacturer on (B)(6) 2012. Following the surgery, patient became sensitive to smells and taste. He is freezing cold and sweating at the same time. Surgeon does not believe the symptoms are related to his spinal surgery- pcp is evaluating patient. According to the patient, he has no problems with pain or back pain, and fusion was successful. Patient tested positive for metal allergies.